Event description:
It was reported that the lug pin broke off the swivel flange on two, size 4 cfs, cuffless tracheostomy tubes. The 4cfs devices were in use approx three to four months when the breakage occurred. It was also reported that the devices were cleaned and soaked in full strength h2o2 which is contraindicated to the device labeled instructions for use. There was one pt involved. The 4 cfs devices were discarded and as such are not available to be returned to the MFR for identification, analysis and investigation.